Event description:
Patient presented with an infection at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with exposed stimulation lead body exposed at the incision site which may have been severed while shaving. Physician brought the patient into the or, cut and removed the stimulation lead body, placed clamp on the remaining lead body attached to the cuff.